Manufacturer narrative:
Exhalation flow sensor.

Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use on a pt, and therefore there was no pt involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironcis svc tech was unable to duplicate the reported problem. However, the svc tech confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The svc tech replaced the exhalation flow sensor to correct the reported problem. Extended self testing (est) and performance verification testing was completed on the ventilator and all tests passed per operating specs.